Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer reported problem was confirmed. The customer stated that there was no patient involvement.

Event description:
Unknown issue. Iui- isolation rib damage. Iui- damaged pin. Flange gripper- wiper seal damaged. Carriage assy- damaged/cracked. Module latch- damaged/cracked. Barrel clamp assy- damaged/cracked. Flange gripper- damaged/cracked. Case rear- damaged/cracked. Internal frame- damaged/cracked. Case front- damaged/cracked. Carriage assy- ttf00017 gap check failed. Soft fault- other- specify in comments. Carriage assy- fluid ingress/contam. Other- specify in comments. (B)(4). There was no patient involvement.